Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 1100mg/dl and diabetic ketoacidosis. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 236 mg/dl at the time of the call. The customer experienced symptoms such as nausea and vomiting. Customer wanted to see if the pump was working properly. Troubleshooting was performed and found that the insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis. No further assistance necessary.